Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that one of the clamps to hold a tubing connector let loose and a watery fluid of crystaloid and blood sprayed all over. The fluid sprayed on the centrifugal controller causing it to blank out for a second followed by question marks appearing on the local display monitor. Once the unit was cleaned, it was blanked out and communication with the central control monitor was lost. There were no reported adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed by the field svc rep (fsr). After the fsr reseated the plug, the unit testing to MFR's specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.